Manufacturer narrative:
Additional information: d9, g3, h3, h6 (main board) this evaluation determined that the reported event occurred due to a shorted q9 component on the main board, which resulted in a short circuit from 390v to ground.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that there was a loud bang from the console and it smells burned. This was noticed during an inspection. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.